Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the returned device showed a partly deployed stent by one strut row. The outer tube was located behind the distal marker band. The tip and the tip area showed no abnormalities. The tuohy borst valve was found closed and the device was flushable. During functional testing, the guide wire has been inserted from the distal as well as from the proximal side of the device without any abnormalities. The deployed stent and the stent area did not show any abnormalities. The IFU states: "inspect that the stent is fully contained by the outer tube. Do not use if the stent is partially deployed or a gap between outer tube and catheter tip is over 2 mm." No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device issue: partially deployed stent. Time of device issue: during the procedure. Adverse event: none. It was reported that during a stenting procedure in a moderately calcified lesion, the stent failed to deploy. There was no adverse patient effect reported. No additional information was provided. During return device analysis, the stent was found partially deployed.